Manufacturer narrative:
Correction: it was detailed that the 2.25 onyx frontier was unable to pass through the pre-dilated side strut of the lad's previously deployed n on-medtronic stent. Additional equipment was not needed to deploy the dislodged stent where it dislodged. Annex e code. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: an attempt was made to use one onyx frontier coronary drug eluting stent to treat a lesion with minimal tortuosity and minimal calcification in the proximal left anterior descending (lad) artery. There was no damage noted to the packaging. There were no issues noted when removing the device from the hoop. The device was inspected with no issues noted. Negative prep was not performed. The lesion was pre-dilated with a 2.25 balloon. The device did pass through a previously deployed stent but not out through the side strut to the diagonal vessel. No resistance encountered when advancing through the delivery system. Minimal pressure was applied to the device during delivery. It was detailed that the 2.25 resolute onyx was unable to pass through the predilated side strut of the lad's previously deployed non-medtronic stent. Resistance was not encountered during removal of the device. A. Patient information updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An attempt was made to use one onyx frontier coronary drug eluting stent to treat a lesion in the proximal left anterior descending (lad) artery. It was reported that stent dislodgement occurred during removal following a failed delivery. Multiple attempts were made utilizing multiple balloons to remove the undeployed stent. The dislodged stent was not removed. It was decided to deploy the stent where it was in the proximal lad to reduce any harm to the patient. The patient is alive with no further injury.